Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). Mfg. Site name - (B)(4) medical. The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite was implanted during a sacrospinous ligament fixation with an uphold mesh procedure performed on (B)(6) 2017. According to the complainant, during procedure, the needle and suture broke off while trying to go to the sacrospinous ligament. The suture was then tied to one of the legs of the mesh and they were able to pass it in the sacrospinous ligament without any difficulty. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.